Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was missing from the package. The procedure could not be completed and the patient was left aphakic. The patient will return for a secondary procedure to implant a lens.